Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results is sample integrity. The IFU for the dimension quiklyte integrated multisensor contains the following information: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. User error contributed to the problem. The customer failed to follow IFU instructions to discard the quiklyte sensor after five days use on the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and higher results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.